Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. Upon troubleshooting, the fse found that the table had movement issue intermittently also fse reviewed system log files, which showed motor assembly error (table height). To resolve the issue, the fse replaced the table actuator assy and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.